Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Patient reported left side "exchange from textured to smooth breast implant due to the patient¿s concern with the product, big cell tumors in the ankles, immune system issues, lymph nodes swelling in their neck, fatigue, headaches, migraines, left side chest pain, left side pain in the breast around the implant, burning, and night sweats". Healthcare professional also reported "rupture and capsular contracture, baker grade iii. Device has been explanted.